Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient was scheduled for full vns replacement surgery. It was stated that the vns would be removed and the area washed out. Follow up with the company representative confirmed that the patient's explant had occurred and was due to infection. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.